Manufacturer narrative:
Investigation: based on review of product history, which showed no indication of the alleged defect, and since affected sample or picture is not available for our evaluation, it is not possible to do an accurate investigation and determinate the origin of this contamination related to manufacturing process at this time. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally.

Event description:
It was reported with the use of the bd microlance¿ hypodermic needle there was an issue with foreign matter. There was no report of injury or medical intervention.